Event description:
Patient brought to cath lab for emergent cardiac cath. Lad 100 percent occluded and bare metal stent placed. A clot was then extracted from diagonal artery. As catheter was pulled back part broke and remained in the lad. Patient transferred to operating room for bypass of lad and diagonal artery. Diagnosis or reason for use: stemi. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.